Event description:
Subsequent to the initial report filing, additional information was received stating that the two promus stents were the devices used for treatment on (B)(6) 2012, and were not the stents implanted in 2010 which were noted to have restenosed. The two stents which were implanted in 2010 are unspecified. All significant available information has been received. No additional requests for information are needed.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patients effect of angina, dyspnea, myocardial infarction, and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional promus is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented for the index procedure on (B)(6) 2010 with a myocardial infarction (mi) and had two promus stents implanted, one in the proximal left anterior descending artery (lad) and the other in the diagonal artery. On (B)(6) 2012, the patient returned to the emergency room with complaints of increased shortness of breath and chest pain. A non-st elevation mi was diagnosed. Upon angiography, the right coronary artery (rca) was noted to be totally occluded. Thrombectomy was performed to the rca and five drug eluting stents were implanted successfully. In addition, the promus stent, which had been implanted in the proximal lad during the index procedure, was noted to have a 60-70% stenosis at the distal end of the stent. And the promus stent which had been implanted in the diagonal during the index procedure was noted to have a 30-40% stenosis throughout. No intervention was performed in the lad at that time, due to the complex stenting procedure to the rca. It was planned to have the lad re-evaluated at a follow up visit. The patient was discharged the next day with chest pain and shortness of breath having been resolved. On (B)(6) 2012, the patient returned to the emergency room with chest pain. EKG was negative for st elevations. Cardiac enzymes were noted to be negative. Angiography was performed to re-assess the lad, as previously planned. Revascularization was performed the next day, to both the proximal lad and the diagonal with the placement of two promus stents. The patient was discharged on (B)(6) 2012 in stable condition. No additional information was provided.